Event description:
It was reported the patient underwent successful left internal carotid angioplasty/stent with distal protection in 2004. Following sheath removal, right femoral artery hemostasis was achieved with an angio-seal device. The patient developed claudication and, two weeks later, via a left femoral approach, a femoral and right external iliac angiogram revealed occlusion of the right common femoral artery, including the right superficial femoral and profunda arteries (reconstituted by collaterals), iliac angiograms revealed 80% right common iliac stenosis, and 50% left common iliac stenosis. The physcian was unable to advance the introducer via a contralateal approach, resulting in an unsuccessful angioplasty of the right common femoral artery. Two days later, the patient underwent successfuly angioplasty/stent of the right common femoral artery via the brachial artery. Also noted was a 30% ostial stenosis of the right iliac artery, without a gradient. The physician does not indicate the angio-seal device caused this event.